Event description:
Prior to an unrelated procedure, the device was unable to be interrogated. Abbott technical support was contacted and suggested to remove interfering equipment from the patients room to resolve the event. The device was then successfully interrogated after removing the interfering equipment. The patient was in stable condition.